Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side rupture of a saline device. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified, deflation: unable to observe, openings on the device with the provided photos. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture of a saline device. The device has been explanted.

Event description:
The device has been explanted.